Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing, an increased sensing integrity counter (sic), and a sudden increase in impedance. A lead fracture was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibted t-wave oversensing (twos) and high/undefined pacing impedances. The defibrillation function of the lead was programmed off, and the pace/sense functionality remains in use.